Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump no longer gives a low reservoir alarm. Reviewed the alarm history, and found no alarms. Troubleshooting was performed, and the unit failed the displacement test. Nothing further was reported.